Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, one of the consoles is not powering up normally and there is no blue fiber status light. The lower center fiber port on the tower was connected to the console that was not powering on normally. Technical support engineer (tse) suggested that the cable may be dirty or may need to be replaced. Tse explained if they need to use the system, they can use the system as a single console system by powering down normally and removing the lower center fiber port on the tower. The system should power up normally with the working console. Site called back and stated issue was still there after cleaning the cables. Site is able to disconnect the cable for surgeon side console (ssc) 2 and system started normally. Site is continuing with case with one ssc. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported issue was confirmed and replicated. The issue was not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, and no issues were found. The unit was then taken to a programming station, where it was confirmed to be bricked. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.